Manufacturer narrative:
Additional information received from the physician indicating the patient was in the rehab unit and has been discharged home, and put of follow-up. Summary of investigation: visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system. Without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications below is a list of the probable adverse effects (e.g., complications) associated with the use of neurovascular flow diverting stents. Allergic reaction, including but not limited to: contrast dye, nitinol metal, and any other medications used during the procedure; amaurosis fugax or transient blindness; aphasia; blindness; cardiac arrhythmia; complications of arterial puncture including pain, local bleeding, or injury to the artery, or adjacent nerves; cranial neuropathy; death; device fracture, migration or misplacement; diplopia; dissection or perforation of the parent artery; headache; hemiplegia; hemorrhage, including intracranial hemorrhage (ich), subarachnoid hemorrhage (sah), and retroperitoneal; hydrocephalus; infection; mass effect; myocardial infarction; neurological deficits; pseudoaneurysm formation; reactions to anti-platelet or anti-coagulant agents; reactions due to radiation exposure, including alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia. Reactions to anesthesia and related procedures; reactions to contrast agents including allergic reactions and kidney failure; reduced visual acuity or visual field; retinal artery occlusion or infarction; retinal ischemia; rupture or perforation of the aneurysm; stenosis of stented segment; seizure; stent thrombosis; stroke or tia (transient ischemic attack); thromboembolic event; vasospasm; visual impairment. Investigation conclusion the physical device was not available for evaluation to determine if a condition existed that would have caused or contributed to event. Supplemental imaging was also unavailable for review. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Manufacturer narrative:
The lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device was implanted in the patient and is not available to return to the manufacturer for analysis and procedure images not provided. Therefore, the alleged product issue cannot be confirmed. If additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies parent artery occlusion, ischemic stroke and neurologic deficits as potential complications associated with use of the device.

Event description:
It was reported that following implantation of the fredx stent in a patient for the treatment of a pcom aneurysm, in-stent stenosis developed two weeks post implantation. No complications during implantation procedure and stent was fully open. Patient was under brilinta and aspirin. During intervention procedure, the physician spent multiple hours trying to open the stent and achieved partial recanalization with adequate flow. Patient has multiple strokes and is partially paralyzed on right side. Patient was on integrilin and transitioned to plavix medication.